Event description:
The customer reported that during a routine check of the unit, the unit failed the k5a solenoid leak test. The unit was tested to factory specification. It functioned normally and was returned to the customer.